Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported keypad keys not working 1 and 0 which was not reproduced during evaluation and found during visual inspection to be caused by a damaged keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keypad keys 1 and 0 were not working. The problem was found during testing at the biomedical service department. There was no patient involvement. No additional information is available.